Event description:
It was reported that the customer's was hospitalized due to high blood glucose of 1062mg/dl. Initially, the spouse called regarding a no delivery alarm. Troubleshooting was performed. The caller stated that the insulin pump alarmed continuously during manual prime. Assisted the caller to run a manual prime again, and the device did not alarm no delivery. Advised the caller to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.